Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 250 units of insulin, and believes the cartridge may have been filled with cold insulin. The customer's blood glucose level was 129 mg/dl. The customer declined to reload the cartridge and will continue to monitor pump performance.